Event description:
It was reported that during a procedure on (B)(6) 2022, a long tfna nail with lag screw broke at the junction of the lag screw and the nail. The hardware was removed and the patient was revised to a total hip. It is unknown if there was a surgical delay, procedure and patient outcome are unknown. This report is for a 10mm/130 deg ti cann tfna 360mm/right - sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.